Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not receive a stimulation sensation and could not adjust stimulation. A "call your doctor" icon was displayed and a power on reset (por) condition occurred. The patient pressed several different buttons on the patient programmer and was back to the therapy screen. Additional information has been requested, but was not available as of the date of this report.